Manufacturer narrative:
The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a missing end cap sticker and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of broken battery compartment. The insulin pump was not dropped nor bumped. The customer's blood glucose level was 8.5 mmol/l at the time of the incident. The product was returned for analysis.